Event description:
Bipolar device was being used on patient while harvesting leg vein. Physician's assistant (pa) noted that one of the jaws, approximately 1/4" x 1/4" clear plastic piece was missing. Pa retrieved the piece from the patient's leg and the bipolar unit was handed off field.